Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy when the puncture was prepared, it was found that there was a crack at the end of the needle and could not be used. A replacement iab was used. There was no reported injury to the patient.

Manufacturer narrative:
The angiographic needle was returned inside its protective tubing. No blood was visible on the component. Two cracks were observed on the hub of the needle. No other damage was detected. The evaluation confirms the reported problem. We are unable to conclusively determine when this occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy when the puncture was prepared, it was found that there was a crack at the end of the needle and could not be used. A replacement iab was used. There was no reported injury to the patient.